Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported mechanical issue is acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed, and non-functioning device issues are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed, during which a damaged cylinder was identified. As a result, the device was removed and replaced. No patient complications were reported.